Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture and withdrawal difficulties occurred. The 90% stenosed eccentric de novo lesion measuring 3.5mm in diameter and more than 20mm in length was located in a severely calcified and mildly tortuous mid right coronary artery that contained a bend of less than 45 degrees. A 3.0x15mm maverick2 balloon was advanced to the lesion. On the first inflation, the physician noted that the device inflated slowly and ruptured at 18 atms. The physician had to pull hard in order to remove the device. "Bad resolution of the images" was also noted in the procedure. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
Device evaluated by manufacturer - an examination of the balloon found that a complete circumferential tear was present over the proximal markerband. The distal section of the balloon material was positioned distal to the distal markerband. No issues were noted with the actual markerbands and the markerbands were positioned correctly. A detailed microscopic examination of the tear site in the balloon material could not identify any issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture and withdrawal difficulties occurred. The 90% stenosed eccentric de novo lesion measuring 3.5mm in diameter and more than 20mm in length was located in a severely calcified and mildly tortuous mid right coronary artery that contained a bend of less than 45 degrees. A 3.0x15mm maverick2 balloon was advanced to the lesion. On the first inflation, the physician noted that the device inflated slowly and ruptured at 18 atms. The physician had to pull hard in order to remove the device. 'Bad resolution of the images' was also noted in the procedure. No patient injuries or complications occurred. Patient status is satisfactory.